Event description:
It was reported that the battery gauge had fluctuated, but issue had already resolved and did not cause an unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. Customer was advised to follow best practices for charging, including short daily charging with wall adapter, avoiding overnight charging and overcharging, and not resetting pump unless instructed, and was asked to contact technical support promptly if battery issue occurred again so live troubleshooting could be performed.